Event description:
This case was initially received via regulatory authority (B)(4) on 20-oct-2015. The most recent information was received on 15-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced inflammation ("chronic inflammation"), weight increased ("weight gain"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), menorrhagia ("heavy periods"), loss of libido ("loss of libido"), musculoskeletal pain ("joint and muscle pain") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the inflammation, weight increased, vertigo, abdominal pain lower, menorrhagia, loss of libido, musculoskeletal pain and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain lower and menorrhagia with essure. The reporter considered fatigue, inflammation, loss of libido, musculoskeletal pain, pelvic pain, vertigo and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-feb-2018: reporters added. On (B)(6) 2008, she implanted essure (previously reported as 2008). On an unknown date she had pain. And event updated and seriousness of event chronic inflammation was downgraded to non serious. In (B)(6) 2016, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number: (B)(4) on 20-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. 6277728-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder. Concurrent conditions included body mass index normal, ulcer nos, seasonal asthma, ovarian cyst, irregular periods, hot flashes, bloating, frequent periods, dysfunctional uterine bleeding, d & c, headache, abdominal pain, vertigo, joint inflammation, gerd, peptic ulcer, post coital bleeding, metrorrhagia, swelling of limbs, weight gain and amenorrhea. Concomitant products included since 2016, ascorbic acid, ascorbic acid; cobalt sulfate; copper sulfate;ergocalciferol;ferrous fumarate;magnesium sulfate; manganese sulfate;nicotinamide;potassium iodide;pyridoxine hydrochloride;retinol;riboflavin;thiamine hydrochloride;tocopherol;vitamin b12 nos;zinc gluconate (multivitamin (16)), calcium, hydrochlorothiazide since 2016, levothyroxine since 2016, omeprazole magnesium (prilosec) since 2014, potassium since 2016, salbutamol (albuterol hfa) and tocopherol. In 2008, the patient experienced inflammation ("chronic inflammation"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), heavy periods ("heavy periods") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections") and was found to have weight increased ("weight gain/weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced arthralgia ("joint pain"), peripheral swelling ("swelling in hands") and tooth fracture ("teeth breaking"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and underwent ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, inflammation, weight increased, vertigo, abdominal pain lower, heavy periods, loss of libido, musculoskeletal pain, fatigue, female sexual dysfunction, hypothyroidism, tooth disorder, dyspareunia, urinary tract infection, arthralgia and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal pain lower and heavy periods with essure. The reporter considered arthralgia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, inflammation, loss of libido, musculoskeletal pain, pelvic pain, peripheral swelling, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, vertigo, weight increased and menorrhagia to be related to essure. The reporter commented: plaintiff claim essure worsened a previously existing injury/condition- dental problems. Current weight: 118 lbs. Essure placed with approximately 3 coils evident on each side coming out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion / status post placement of essure radiopaque coils with resistant occlusion of both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2009: the left ovary is 3.3 cm and contains a 2.1 cm simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, cramping, fatigue, weight gain and vaginal haemorrhage. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- reporter information added. Event - "teeth breaking" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 20-oct-2015. The most recent information was received on 02-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal hemorrhage ('abnormal bleeding (vaginal) and menorrhagia ('abnormal bleeding (menorrhagia) in a 42-year-old female patient who had essure (batch no. 6277728-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder. Concurrent conditions included body mass index normal, ulcer nos, seasonal asthma, ovarian cyst, irregular periods, hot flashes, bloating, frequent periods, dysfunctional uterine bleeding, d & c, headache, abdominal pain, vertigo, joint inflammation, gerd, peptic ulcer, post coital bleeding, metrorrhagia, swelling of limbs, weight gain and amenorrhea. Concomitant products included since 2016, ascorbic acid, ascorbic acid; cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol;riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16), calcium, hydrochlorothiazide since 2016, levothyroxine since 2016, omeprazole magnesium (prilosec) since 2014, potassium since 2016, salbutamol (albuterol hfa) and tocopherol. In 2008, the patient experienced inflammation ("chronic inflammation"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), heavy periods ("heavy periods") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections") and was found to have weight increased ("weight gain/weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced arthralgia ("joint pain"), peripheral swelling ("swelling in hands") and tooth fracture ("teeth breaking"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and underwent ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the vaginal hemorrhage, menorrhagia, inflammation, weight increased, vertigo, abdominal pain lower, heavy periods, loss of libido, musculoskeletal pain, fatigue, female sexual dysfunction, hypothyroidism, tooth disorder, dyspareunia, urinary tract infection, arthralgia and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal pain lower and heavy periods with essure. The reporter considered arthralgia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, inflammation, loss of libido, musculoskeletal pain, pelvic pain, peripheral swelling, tooth disorder, tooth fracture, urinary tract infection, vaginal hemorrhage, vertigo, weight increased and menorrhagia to be related to essure. The reporter commented: plaintiff claim essure worsened a previously existing injury/condition- dental problems. Current weight: 118 lbs. Essure placed with approximately 3 coils evident on each side coming out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion / status post placement of essure radiopaque coils with resid. Tant occlusion of both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2009: the left ovary is 3.3 cm and contains a 2.1 cm simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, cramping, fatigue, weight gain and vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1553) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. 6277728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016 and levothyroxine since 2016. In 2008, the patient experienced inflammation ("chronic inflammation"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), the first episode of menorrhagia ("heavy periods") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain/loss specify which one: weight gain"), loss of libido ("hormonal changes describe: loss of libido"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and peripheral swelling ("swelling in hands"). The patient was treated with surgery (she had surgery to remove the essure implant, ablation, hysterectomy with bilateral salpingectomy), surgery (underwent ablation on (B)(6) 2013) and surgery (underwent ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, the last episode of menorrhagia, inflammation, weight increased, vertigo, abdominal pain lower, loss of libido, musculoskeletal pain, fatigue, female sexual dysfunction, hypothyroidism, tooth disorder, dyspareunia, urinary tract infection, arthralgia and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal pain lower and the first episode of menorrhagia with essure. The reporter considered arthralgia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, inflammation, loss of libido, musculoskeletal pain, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, vaginal haemorrhage, vertigo, weight increased and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff claim essure worsened a previously existing injury/condition- dental problems. Current weight: 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, reporters added. Demographics added. Lot number added. Product indication added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia, hypothyroidism, dental problems, dyspareunia, recurring urinary tract infections, joint pain, swelling in hands added. Event onset date added. Concomitant drugs and disease added. Lab data added. Outcome of events added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1553) on 20-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 42-year-old female patient who had essure (batch no. 6277728-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder. Concurrent conditions included body mass index normal, ulcer nos, seasonal asthma, ovarian cyst, irregular periods, hot flashes, bloating, frequent periods, dysfunctional uterine bleeding, d & c, headache, abdominal pain, vertigo, joint inflammation, gerd, peptic ulcer, post coital bleeding, metrorrhagia, swelling of limbs, weight gain and amenorrhea. Concomitant products included since 2016, ascorbic acid, ascorbic acid; cobalt sulfate; copper sulfate; ergocalciferol; ferrous fumarate; magnesium sulfate; manganese sulfate; nicotinamide; potassium iodide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol; vitamin b12 nos; zinc gluconate (multivitamin (16)), calcium, hydrochlorothiazide since 2016, levothyroxine since 2016, omeprazole magnesium (prilosec) since 2014, potassium since 2016, salbutamol (albuterol hfa) and tocopherol. In 2008, the patient experienced inflammation ("chronic inflammation"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), heavy periods ("heavy periods") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), loss of libido ("hormonal changes describe: loss of libido"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections") and was found to have weight increased ("weight gain/weight gain/loss specify which one: weight gain"). On an unknown date, the patient experienced arthralgia ("joint pain"), peripheral swelling ("swelling in hands") and tooth fracture ("teeth breaking"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and underwent ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, inflammation, weight increased, vertigo, abdominal pain lower, heavy periods, loss of libido, musculoskeletal pain, fatigue, female sexual dysfunction, hypothyroidism, tooth disorder, dyspareunia, urinary tract infection, arthralgia and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal pain lower and heavy periods with essure. The reporter considered arthralgia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, inflammation, loss of libido, musculoskeletal pain, pelvic pain, peripheral swelling, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, vertigo, weight increased and menorrhagia to be related to essure. The reporter commented: plaintiff claim essure worsened a previously existing injury/condition- dental problems. Current weight: 118 lbs. Essure placed with approximately 3 coils evident on each side coming out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion / status post placement of essure radiopaque coils with resid.,tant occlusion of both fallopian tubes. Ultrasound scan vagina - on (B)(6) 2009: the left ovary is 3.3 cm and contains a 2.1 cm simple cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, cramping, fatigue, weight gain and vaginal haemorrhage. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- reporter information added. Event - "teeth breaking" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1553) on 20-oct-2015. The most recent information was received on 21-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)") in a 42-year-old female patient who had essure (batch no. 6277728-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included cyclobenzaprine hydrochloride (flexeril) since 2016 and levothyroxine since 2016. In 2008, the patient experienced inflammation ("chronic inflammation"), vertigo ("vertigo"), abdominal pain lower ("bad cramping/ cramping"), the first episode of menorrhagia ("heavy periods") and musculoskeletal pain ("joint and muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain/loss specify which one: weight gain"), loss of libido ("hormonal changes describe: loss of libido"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurring urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and peripheral swelling ("swelling in hands"). The patient was treated with surgery (she had surgery to remove the essure implant, ablation, hysterectomy with bilateral salpingectomy), surgery (underwent ablation on (B)(6) 2013) and surgery (underwent ablation on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, the last episode of menorrhagia, inflammation, weight increased, vertigo, abdominal pain lower, loss of libido, musculoskeletal pain, fatigue, female sexual dysfunction, hypothyroidism, tooth disorder, dyspareunia, urinary tract infection, arthralgia and peripheral swelling had not resolved. The reporter provided no causality assessment for abdominal pain lower and the first episode of menorrhagia with essure. The reporter considered arthralgia, dyspareunia, fatigue, female sexual dysfunction, hypothyroidism, inflammation, loss of libido, musculoskeletal pain, pelvic pain, peripheral swelling, tooth disorder, urinary tract infection, vaginal haemorrhage, vertigo, weight increased and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff claim essure worsened a previously existing injury/condition- dental problems. Current weight: 118 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.